Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she was having no delivery alarms on her pump while trying to administer a bolus. Customer reported that her blood glucose level at the time of the incident was over 400 mg/dl. Customer reported that she treated the elevated blood glucose level with her insulin pump. Customer was able to troubleshoot at the time of the call. Customer reported disconnecting her infusion set at the quick release and then performing a fixed prime. Customer reported that insulin exited the infusion set tubing. Customer reported that she removed the infusion set and the infusion set cannula was not bent. Customer reconnected the infusion set at the quick release and insulin exited the tubing. Customer was advised that the insertion site may have been occluded. Customer was advised to replace the infusion set and return it for failure analysis. Customer's blood glucose level at the time of the call was 251 mg/dl. The infusion set is expected to be returned.